Event description:
During follow-up, it was not possible to interrogate the device. The device was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: upon receipt, communication could not be established between the device and the programmer due to the battery being depleted. Based on the default parameter settings, the device did not perform to the expected longevity. The device behaved normally during automated test equipment (ate) testing. The power consumption of the device was measured and found to be normal. The cause of the battery depletion is undetermined.